Event description:
Unit was alarming for low pressure. However, during service to the device, it was discovered that the low pressure alarm was non-functional due to foreign material contamination of the solenoid. The solenoid was replaced to correct the problem. The device was not in use by a patient at the time of the discovered malfunction.